Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment of an approximately 50 mm abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® excluder® iliac branch endoprostheses (ibe) to preserve the left internal iliac artery (lt iia). After inserting 16 fr gore® dryseal flex introducer sheaths (gds) bilaterally, a pull-through was established using 0.035 inch guidewire. The iliac branch component (ibc) was implanted in the left common iliac artery. From the contralateral side, a 12 fr gds was introduced through the 16 fr gds, and after guidewire cannulation into the lt iia, the wire was exchanged for a stiff guidewire. The internal iliac component (iic) was then implanted. To secure distal landing in the lt iia, a guidewire was advanced distally toward the superior gluteal artery, and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed distally. After low-pressure ballooning at 5 atm, the connection with the iic was expanded at nominal pressure. Angiography revealed rupture and bleeding near the origin of the superior gluteal artery. For treatment, the guidewire was then redirected toward the inferior gluteal artery, and additional stent grafts were implanted. Hemostasis was confirmed. Subsequently, the originally planned devices were implanted, the trunk-ipsilateral leg, a contralateral leg, and a bridging stent gtaft to the ibc. Final angiography revealed no endoleak or other issues, and the procedure was completed. The patient tolerated the procedure. The physician stated that during deployment of the vbx device, the guidewire had been advanced into a tortuous superior gluteal direction, and this may have caused the edge of the vbx device to contact the vessel during insertion or expansion. It might have been preferable to direct the guidewire straight toward the inferior gluteal artery.